Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and button error. The customer's blood glucose was 164 mg/dl. The customer was able to clear the battery out limit. The customer was unable to check the basal rates for accuracy because the device kept alarming button error. The batteries had been kept out of the insulin pump for greater than the duration allowed by the device, which was advised to be normal device behavior. The customer stated that he had been hospitalized previously, and the insulin pump had been dead for an undetermined amount of time. Customer stated that he had never received the button error prior to the hospitalization and saw the alarm for the first time on (B)(6) 2015. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted. The root cause could not be determined. No button error alarm was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm was noted. The insulin pump was received without the original battery cap and had broken battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-51876.